Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), a perforation occurred. The target lesion was 98% stenosed and located in the mid right coronary artery (rca). The lesion was treated with three passes with the device. During the final pass, staining was observed via imaging. Balloon angioplasty was performed to resolve the perforation, and a stent was placed across the lesion. There was no tamponade or effusion present. The patient was discharged in stable condition the day following the procedure.